Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in aviva system 2 (lot number 492075, expiration date 12/31/2014). (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 364 mg/dl on aviva system 1 and 89 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in aviva system 2 (lot number 492075, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in aviva system 2.